Event description:
Information received from the (B)(4) database. (A retrospective chart review registry). Treatment of large unruptured sidewall saccular aneurysm measuring 12mm located in the left p-comm (posterior communicating) artery. It was reported that the patient underwent pipeline (16mm x 4.25mm) embolization treatment as well as coiling on (B)(6) 2011 without issues. In (B)(6) 2012, the patient had a minor ischemic stroke which resolved on (B)(6) 2012. Patient reported stopping plavix / aspirin and occlusion occurred ipsilaterally but proximally to the device. Patient reported rue (right upper extremity) weakness & facial numbness for two days. It was reported that the symptoms completely resolved without sequelae.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).